Event description:
Following the angioplasty of the lesion in the middle cerebral artery (mca), the physician stated that the part of the distal plaque moved. This resulted in the occlusion of a perforator vessel in the temporal branch of the mca. The physician stated that there was no malfunction of the device and no clinical consequence to the pt.